Event description:
The pt reportedly experienced intermittencies between the cochlear implant and the external equipment. The pt met with a co rep for device evaluation. Testing performed showed that the device was not functioning. Surgery to explant the pt's device is to be scheduled.